Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a implantable pacemaker device and unknown right atrial (ra) lead model/serial, had pacing impedance measurement of less than 200 ohms. X-ray images did not confirm any lead defects. At this time the lead remains implanted. No adverse patient effects reported.